Event description:
Customer reported that he had high blood glucose and stated that his insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unit received with scratched display window, cracked case at display window corners and broken reservoir tube.